Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 600 mg/dl. The customer did experienced the symptoms such as not feeling well, could not concentrate. The customer was treated by intravenous insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer report did not allege under delivery on insulin pump. No further complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6)2009, (B)(6)2021 to (B)(6)2021 and (B)(6)2022 to (B)(6)2022. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of (B)(6)2022. In further full review of the pump history/traces on the event date of (B)(6)2022, there is no unexpected alarms/suspends and found bolus wizard delivery of dailytotalofbolusinsulindelivered = 16.7 u. (B)(6)2022 04:07:26.000 normalbolusdelivered, normalbolusamountprogrammed = 2.2, bolusamountdelivered = 2.2, (B)(6)2022 09:30:14.000 normalbolusdelivered, normalbolusamountprogrammed = 8.7, bolusamountdelivered = 8.7, (B)(6)2022 12:09:58.000 normalbolusdelivered, normalbolusamountprogrammed = 2.8, bolusamountdelivered = 2.8 (B)(6)2022 19:26:52.000 normalbolusdelivered,, normalbolusamountprogrammed = 3, bolusamountdelivered = 3. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. The bolus wizard feature was functioning properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs and high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery and under delivery were not confirmed. Bolus wizard anomaly was not confirmed. The bolus wizard feature was functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.